Event description:
It was reported that the this right atrial lead was explanted due to dislodgement. Another lead was implanted instead. The device is still in possession of explanting facility, therefore it is not expected to be returned. No further adverse patient effects were reported.